Event description:
Spontaneously, patient reported defective whisperject device. Unspecified defect. Unknown if patient missed a dose or experienced an adverse event, unknown if product available for return. Unknovm lot/exp date. No further info. Reported to (B)(6) by pt/caregiver.